Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)